Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high shock impedances of greater than 125 ohms. To date, there have been no reported adverse patient effects related to this clinical observation.